Event description:
Reportedly, having fired the instrument the wing nut was turned and subsequently the anvil had come away and there were no doughnuts. The pt has now suffered a total anastomotic failure. Procedure: total mesorectal excision.